Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-06. H6: investigation summary: one sample (model #11522558) was returned from the customer. It was reported by customer the blue ball fell in tubing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed successfully with saline. After priming, the set was drained to see where the ball would land. The ball landed where it should at the bottom of the drip chamber and did not allow air in the line. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 11522558 lot number 21045547 was performed. The search showed that a total of 23,043 units in 1 lot number was built on 30apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced air bubbles in line. The following information was provided by the initial reporter. The customer stated: it was reported by customer the blue bell fell in tubing. Injuries or adverse event: no. Item: 11522558. Quantity affected: 1ea. Serial/lot number: (B)(4). Po : (B)(4). Are any samples available for return? Yes. Reported issue: problem: pt. Receiving chemo w/single blue ball tubing (changed to using aquashield so not hanging w/bifurcated tubing. Blue ball fell in tubing but still drew air. (Sending tubing since hanging w/different method. No patient harm. Customer disposition request: replacement. Customer email: (B)(6).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd alaris¿ pump module administration sets, the device experienced air bubbles in line. The following information was provided by the initial reporter. The customer stated: it was reported by customer the blue bell fell in tubing. Injuries or adverse event: no. Item: 11522558 quantity affected: 1ea serial/lot number: 21045547. Po : 4514405319. Are any samples available for return? Yes reported issue: problem: pt. Receiving chemo w/single blue ball tubing (changed to using aquashield so not hanging w/bifurcated tubing. Blue ball fell in tubing but still drew air. (Sending tubing since hanging w/different method. No patient harm customer disposition request: replacement customer email: (B)(6).